Manufacturer narrative:
Storage and sample information were not provided. Controls were run prior to the incident and instrument was performing within qc specifications with respect to controls. A field service engineer (fse) was dispatched and replaced hardware and made the necessary adjustments to the stabilyse pump to correct the problem. Upon follow up, the customer indicated that there were no further problems. Root cause is most likely attributed to the parts replaced and adjustments performed subsequent to this event. Per labeling, the lh 500 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, and suspect or definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument generated erroneously high basophil (ba%) differential results with or without instrument generated flags for four (4) patient samples. No erroneous results were reported out of the laboratory. The customer performed manual smear reviews and/or repeated the samples on an alternate instrument and reported out the manual differential results obtained, which were considered the correct results. The manual diff results and alternate instrument results were not provided, but the customer indicated that the basophil results were normal. There was no death, serious injury, or change to patient treatment associated with this event.